Event description:
The patient expired after a perforation of the right atrium. An echo cardiogram showed fluid effusion with an estimated volume of 140 cc. The patient was in poor health and also had hypertrophic obstructive cardiomyopathy (hocm). The physician felt the hocm was exacerbated by the fluid in the pericardial sac. An autopsy reported that the atrial wall was 1.0 mm thick. Penetration for the helix of the 1688tc lead is 1.8 mm. The system was buried with the body.